Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of return meter, the result was 1.0a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Because patient did not return her strips, so we tested the suspected meter with in house control solution and retain strips from our warehouse (same as patient's strip, lot number:d180117-2 ). The control solution tests for level low were 59/55 mg/dl; for level high were 273/270 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 230~340 mg/dl. All results were within the acceptance range. Pass.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 3:30pm at his home. Reporter stated that the end-user said she tested her blood glucose on her prodigy meter and received a result of 280mg/dl no additional tests were performed with the prodigy meter. She stated that a normal result for that time of day is around 64-93mg/dl and she test 4-5 times a day. She stated that the end-user felt as though her blood glucose was lower than the result she received. She stated that the end-user said she started to feel sweaty confused and weak. Paramedics were then called. The end-user stated that it took paramedics around 15 minutes to arrive during which time she did not consume any medications, food or liquids. Upon arrival paramedics tested her blood glucose and received a result of 43mg/dl. Paramedics administered a glucose IV and transported the end-user to the hospital. The reporter was not sure what the end-users blood glucose was upon arrival to the hospital. The reporter stated that she was unsure what treatment the end-user received at the hospital. The enduser was treated at cooley dickinson hospital located at (B)(6) and discharged after about 4 hours with instructions to take her insulin and daily medications when she arrived home. She is prescribed lantus: 14 units in the morning 2 units before bed. The end-users sliding scale for novolog is as follows: less than 100mg/dl: no insulin: 100-140mg/dl 4 units, 141-180mg/dl 5 units, 181-220mg/dl 6 units, 221-260mg/dl 8 units, 261-300mg/dl 10 units, 301-340mg/dl 12 units, greater than 341mg/dl 15 units. No additional information was provided.